Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant, the user was administer an intravenous (IV) ritux infusion at 1522 hours (hrs) with the pump set at a rate of 220 milliliters per hour (ml/hr) which was intended to run for thirty (30) minutes and then titrate to 440 ml/hr. At 15:52 hours, after approximately thirty (30) minutes, the pump indicated that 110 ml had been infused. The rate was amended to 440 ml/hr to allow for the infusion to complete after one (1) additional hour. However, at 1653 hours, although the pump indicated that the infused volume was 540 ml, a check of the bag revealed approximately half the treatment remained. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. A space line was inserted and the infusion started with a rate of 220ml/h about 30 minutes. The volume was reached and a new rate of 440ml/h about 1 hour and 30 minutes was selected. After 1 hour the infusion was stopped by the customer. At this time, 540,88ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.